Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that complete heart block (chb) and left bundle branch block (lbbb) occurred. Procedure summary: the day prior to the index procedure, the patient received a loading dose of 300 mg of clopidogrel. Prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). A 23 mm lotus edge valve was then deployed in the proper anatomical location. Post procedure event summary: on the same day, post index procedure, the patient developed complete heart block and left bundle branch block. No diagnostic tests were performed, and no action was taken to treat both the events. On the same day, the complete heart block was considered resolved. The event of complete left bundle branch block was considered not resolved at the time of reporting.